Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, d9, h2, h3, h4, h6, h11. The device was returned for inspection and the customer's allegation was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: poor water-tightness of cable unit, water tightness was lost and no image was displayed. A definitive root cause for the could not be identified. Based on the results of the investigation it is likely that the event reported was caused due to damage on cable unit, there is noise in the image (no image was displayed). Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the camera head exhibited image interference. The issue occurred during inspection for use. There were no reports of patient involvement.